Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to partially detached end cap. The insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside the insulin pump and passed. The drive support was inspected and no anomaly noted. The insulin pump received with cracked case at display window corners, cracked display window and cracked reservoir tube lip. The insulin pump was received with minor scratched display window, stained end cap sticker and back address / serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer also stated that the motor error is sticking out.